Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer states that when opening the product, the tube was in two pieces. The product was not used on a patient.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. After performing a visual inspection, the reported issue was confirmed. The component was split in two pieces and trapped in the seal. It was determined that the most likely cause occurred during the fill process. The component is placed into a formed cavity and the pouch is sealed. If the component is out of the cavity and is trapped in the seal, then the component can be cut during the package cutting process. The sensor may not have detected the component out of the cavity. The personnel involved in the process were notified about the reported condition. The optical sensor was upgraded to detect any part of the component out of the cavities of the machine. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.